Event description:
Description of health hazard was a cardiac tamponade. After the patient had entered the room in 40 minutes, blood pressure dropped during post-bb mapping. Perforation of the vein was confirmed by contrast. After hemostasis with a balloon, blood transfusion was administered. Hemostasis was completed with coiling. Atrial septal puncture was performed by rf needle. Ablation was not performed. Steam pop was not confirmed. No abnormalities observed prior nor during use of the product. Irrigation catheter¿s flow rate setting was low flow rate 2ml, high flow rate 4-15ml. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".